Event description:
It was reported that a malfunction alarm occurred. Reportedly the customer resolved issue on her own and declined trouble shooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.